Event description:
Knee rubor [erythema]; hyperthermia [pyrexia]; functional impairment [arthropathy]; knee swelling [joint swelling]; knee pain [arthralgia]. Case description: spontaneous report received on 07/14/2009 from a male consumer, (B)(6) (age not provided) with medical history of osteoarthritis. The pt received three synvisc injections in the knee administered via intra-articular route at a dose of 2 ml a week apart, the last one being administered on (B)(6) or (B)(6) 2009. Immediately after the third injection the pt experienced knee pain, knee rubor, knee calor, knee swelling and functional impairment. The physician prescribed voltaren and ice pack. One day following the third injection the pt had slight hyperthermia (37.5 degrees centigrades). The physician prescribed antibiotic per os (lincocin). The intensity of the events was unknown. As of the date of receipt of this report, the hyperthermia resolved and the other events were ongoing.